Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade procedure, noise on atrial channel leading to inappropriate mode switching was observed when the device was placed in the pocket. Noise was still observed when the lead was replaced. Device was also replaced and no additional noise was observed. Procedure was concluded successfully.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and a hybrid anomaly was noted. The cause of the field event was due to a hybrid anomaly.